Event description:
Same case as MFR. Report#: 2134265-2009-02018. It was reported that during a rotational atherectomy procedure, vessel perforation occurred. The lesion being treated was located in the moderately tortuous right coronary artery (rca). The physician had initially tried to advance 2 balloons without success. The physician then used the 1.5mm burr successfully for one pass, and on the second pass, the burr popped through the lesion and due to wire bias, a perforation occurred. This was right at the curve of the vessel. The only pt symptom was chest pain. The physician was able to stent the perforation with another manufacturer's stent, however due to a continued leak, the physician took the pt to surgery. Following a successful single-vessel bypass graft, the pt recovered nicely and status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.